Event description:
The caller reported an issue with the t:slim x2 pump battery, which would not charge, and noted a power source alert in the pump history. The battery charging issue caused a pump shutdown. There was no reported adverse impact. The problem occurred before the call and was resolved by the customer using non-tandem charging supplies.